Manufacturer narrative:
The investigation was based on the log file analysis on-site by dräger service technician and at the manufacturer¿s site. Several warm starts could be verified between (B)(6) 2020 due to an internal power supply deviation. The power supply deviation was most likely caused by a failure in the dosing valve of the mixer cartridge as a mechanical problem of the mixer cartridge temporarily overloaded the internal power supply. As a safety feature of the ventilator, the ventilator software analyzes and verifies proper function of the device. If the ventilator software detects an internal failure, a warm start will be triggered accompanied by an audible alarm and a visual alarm message. The device itself will briefly power off and then back on. During this time, the emergency-breathing valve will be opened to allow spontaneous breathing. After successfully passing the boot sequence (app. 8 seconds) the ventilation will be continued with the old parameters. In the event of an unsuccessful warm start, a continuous audible alarm will be activated and the emergency-breathing valve will remain open. Manual ventilation with an alternate device may be considered necessary. The device detected a deviation and reacted as specified by performing warm starts in an attempt to solve the issue of an internal failure. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that "on the (B)(6) 2020 between 09:00 a.m. And 10:00 a.m. The device turned off during patient use." There was no report of patient consequences.